Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
The catheter was inserted in surgery room during the night of (B)(6) 2021. At 5.30 am the patient informed the medical team that the catheter had just self-expelled. After checking, it was observed that the balloon was fully deflated. Clinical consequence was the patient not being catheterized which means a risk of urinary retention. Additional information: the patient could not be catheterized with a risk of urinary retention which could have had important clinical consequences for the patient. A urine container was made available beside the patient. In order to quantify the diuresis and the patient had to be made aware the care team at each urination in order to perform a bladder scan. I don't know if the balloon burst but I don't think any piece remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was inserted in surgery room during the night of (B)(6) 2021. At 5.30 am the patient informed the medical team that the catheter had just self-expelled. After checking, it was observed that the balloon was fully deflated. Clinical consequence was the patient not being catheterized which means a risk of urinary retention. Additional information: the patient could not be catheterized with a risk of urinary retention which could have had important clinical consequences for the patient. A urine container was made available beside the patient. In order to quantify the diuresis and the patient had to be made aware the care team at each urination in order to perform a bladder scan. I don't know if the balloon burst but I don't think any piece remained in the patient.